Event description:
It was reported that the patient went to clinic due to vibrating alert. Premature battery depletion suspected. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
During analysis the device was found to be out of estimated longevity. The device was tested on the bench and in the automated system; no anomalies were found. The battery was sent to the manufacturer and no internal anomaly was detected. The cause of premature battery depletion was undetermined.